Event description:
Same case as MDR 6000089-2005-01594, and 01596. Same pt as MDR 6000089-2005-01413, 01414, and 014515. It was reported that 4 days after a coronary artery drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi). The index procedure treated two target lesions. The pt was prescribed plavix prior to the index procedure. Target lesion 1 was a heavily calcified, bifurcated region of the mid left anterior descending artaery (lad). The length of the lesion was noted to be greater than 20.0mm. The dr performed provisional t-stenting of the lesion and placed two taxus express2 8.8% stents. Stent #1 in the main vessel was a 3.5 x 32 mm taxus express2 stent. Stent #2 distal to the main vessel was a 2.75 x 32mm taxus express2 stent. There was no info provided regarding a third stent. All three stents overlapped. It is unk if any stents were placed in the side branch of the bifurcation, the 1st diagonal artery. Residual stenosis was less than 30% after implantation. Target lesion 2 was a heavily calcified, bifurcated region of the apical left anterior descending artery (lad). The length of the lesion was noted to be greater than 20.0 mm. The dr performed provisional t-stenting of the lesion and placed one taxus express2 8.8% 2.25x24mm stent. A second unk stent was also placed overlapping the first. There was no info provided regarding stent #2. It is unk if any stents were placed in the side branch of the bifurcation, the 2nd diagonal artery. Residual stenosis was less than 30% after implantation. The pt was discharged from the hosp 1 day post index procedure receiving beta blockers, ace inhibitors, nitrates, asa, thienopyradine antiplatelet, statins, insulin, and diuretics. The site reported that the pt experienced a mi 4 days post index procedure. The type of mi was an antero-septal st elevated mi (stemi). The mi was resolved post tvr the next day. Antiplatelet therapy use at the time of the pt's event was unk. The pt was reported to be in good/satisfactory condition and was discharged 26 days post tvr.